Manufacturer narrative:
The reported event was addressed with phone support. The customer used a backup endoscope to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. As of the date of this report, the single port firefly endoscope has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Although a definitive root cause cannot be determined, the probable root cause is attributed to an engagement issue between the endoscope and patient side manipulator, based on review of the logs. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted transanal local excision surgical procedure, the customer found that the image orientation was flipped on the single port firefly endoscope. The surgeon confirmed that the controls were inverted and tried rebooting the system and reseating the instrument arm drapes, but the issue remained. The intuitive surgical, inc. (Isi) technical service engineer advised the customer to exchange the endoscope, and the issue was resolved. The procedure was completed with no reported injury.